Event description:
Boston scientific crm received information that during the implant procedure for this cardiac resynchronization therapy defibrillator (crt-d) there were high pacing impedance measurements noted on both the right ventricular (rv) defibrillation lead and the left ventricular (lv) transvenous lead when connected to the device, those leads are competitor products. Measurements were reported greater than 2000 ohms. The lv lead was not capturing. It was reported that induction went fine, with no sensing issues and clean conversion with a shock. A boston scientific technical services (ts) consultant discussed possible connection issue, the physician did not think there was an issue, the device was pacing well and sensing was good so the plan was to monitor the patient for the time being. To date, there have been no reported patient symptoms associated with this clinical observation. This product was later explanted for elective replacement indicator (eri) and returned for laboratory analysis.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.